Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a delay in ECG readings appearing. The device was in clinical use at the time the reported issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
Serial number unknown. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.